Event description:
A report was received that alleges the pt became hyperthermic due to inaccurate reading of temp by the skin temp sensor. The infant's temp was at 37.8 and the bed reading was at 38.0. The incubator porthole was opened and infant temp returned to normal. No incident related medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.